Event description:
Revision surgery was reported due to breakage of the shell.

Event description:
It was reported that the stent deployed inside the microcatheter. The procedure was completed with another stent with no clinical consequence to the patient. No other information was provided.